Event description:
It was reported that this recently implanted right atrial (ra) lead was exhibiting loss of capture. Technical services (ts) recommended the patient be tested in clinic or patient initiated interrogation (pii). No adverse patient effects were reported. This lead remains in service. Additional information was received that this ra lead exhibited noise. Ts reviewed the recorded atrial tachy response (atr) episode and indicated that the noise may have been due to electromagnetic interference (emi) during a procedure. It was noted that the device appeared to be sensing and capturing appropriately. Additionally, ts noted that there were concerning low p wave amplitudes and recommended that the patient follow-up in clinic. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this recently implanted right atrial (ra) lead was exhibiting loss of capture. Technical services (ts) recommended the patient be tested in clinic or patient initiated interrogation (pii). No adverse patient effects were reported. This lead remains in service.